Manufacturer narrative:
H.6. Investigation: customer returned (37) loose 3/10cc, 8mm syringes. Customer states that the scale markings were smudged. All returned syringes were examined and all samples exhibited smeared ink on the outer surface of the barrel. A review of the device history record was completed for batch # 7128951 all inspections were performed per the applicable operations qc specifications. There were six (6) notifications(B)(4) noted that did not pertain to the complaint. Root cause for this defect cannot be determined. H3 other text : see h.10

Event description:
It was reported that scale markings were smudged with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: pet owner felt scale marking were smudged on barrels and he noticed them after opening the plastic bags and before drawing up insulin.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale markings were smudged with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: pet owner felt scale marking were smudged on barrels and he noticed them after opening the plastic bags and before drawing up insulin.

Event description:
It was reported that scale markings were smudged with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: pet owner felt scale marking were smudged on barrels and he noticed them after opening the plastic bags and before drawing up insulin.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7128951 all inspections were performed per the applicable operations qc specifications. There were six notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.